Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the customer claimed that issue is related to some kind of tightness of accessories, however, this could not be confirmed since the technician was not involved in the repair of the device. The user resolved the issue on his/her own. There is no information which test failed during pre-use check, what exactly has been done to resolve the issue and what was the source of the issue. The technician carried out requested preventive maintenance after the customer repaired the device. The root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: 05/23/2016 . Corrected manufacture date: 05/04/2016. Previous usage of device: unknown. Corrected usage of device: reuse h3 other text : 4112.